Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet as of the date of this report. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted bariatric revision and paraesophageal hiatal hernia repair procedure, a clip applied with the large clip applier instrument would not close shut and could not hold around the duct and artery. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected with nothing out of the ordinary reported. The incident occurred while the surgeon attempted to clamp the duct and artery. The issue was related to unsuccessful clip application. The clip did not close completely around the artery and duct, and it was retrieved with a laparoscopic grasper. Teleflex ligation clips were used. The size of the clips was large. The target anatomy was not greater than 13mm in diameter. The issue occurred at the first clip application.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier associated with this complaint and completed investigations. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have both grip input disks broken. Input disks #6 and #7 were found completely broken from the inside of the housing. This caused clips not to close shut. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.